Event description:
It was reported that during a shoulder arthroscopy that the tip of this device broke off in the pt. The broken portion of the tap was retrieved by using a drill and drill bit. No report of serious injury or delay.